Event description:
It was reported that the system displayed a prompt to enter a code and dosing stopped after a new freestyle libre 3 plus sensor was applied but not started through the ilet mobile app, resulting in loss of cgm data and suspension of automated insulin dosing. No adverse clinical symptoms were reported. Outcomes included interruption of therapy requiring user action to resume dosing. User support included product-use review and troubleshooting with education on correct sensor start via the ilet mobile app and successful activation steps. Investigation of this case revealed user setup error related to attempting to enter a sensor code and not initiating the fsl3+ sensor via the required app workflow, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use.

Manufacturer narrative:
Initial.